Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the synchron lx20 clinical system. The erroneous results were reported outside of the lab. The physician questioned the results. The samples were repeated on another instrument and higher results were obtained. Amended reports were issued. Per the customer, patient care has not been affected.

Manufacturer narrative:
The system is routinely calibrated every 24 hours. Qc samples are run immediately after calibration and then repeated about 6 hours later. Patient control samples are run throughout the day. At the time of the event, qc samples results and patient control sample results were within the lab's established ranges. A field service engineer (fse) replaced the carbon bridge. The customer did the flow cell monthly maintenance procedure and recalibrated. This appears to have resolved the issue. A clear root cause for this event has not been determined.